Manufacturer narrative:
Patient demographics (age at time of event, date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device remains in the patient and cannot be returned therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. Based on the information provided, the most likely cause(s) of this event is an adverse reaction of the patient to the material(s) implanted. Product directions for use warns of adverse effects like foreign body and allergic-like reactions as well as infections both deep and superficial to the implant materials. Patient sensitivity to device materials must be considered prior to implantation. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported by the patient that she had surgery in (B)(6) 2014 for a collapsed foot. After the cast was taken off, it was noticed that patient had a rash on her foot. It was at first believed to be from the cast itself. However, since that time the rash has gotten worse and has spread all over her body causing her skin to be red and raw. Patient is requesting to get a sample of the part used in her surgery for her surgeon to provide to the allergist to determine if she may have an allergy to the materials which comprise the implant(s) used. Unsure if more than one implant was used.